Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a lost sensor anomaly. It was reported that the customer's blood glucose was unknown. It was reported that troubleshoot for no sensor signal was done. It was reported that the sensor was found to not have the cannula. It was reported that the sensor would be replaced and returned for analysis.